Event description:
Trinity / metafix revision after approximatively 2 years due to infection.

Manufacturer narrative:
Per (B)(4)- initial report additional information, including x-rays, operative notes, if the 4 devices have been revised, if event could be linked to the infection and update of the patient following the revision have been requested to the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision after approximatively 2 years due to infection.

Manufacturer narrative:
(B)(4) - final report additional information, including x-rays, operative notes, if the 4 devices have been revised, and update of the patient following the revision have been requested to the reporter. However, no information was provided. The appropriate device details were provided. The relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported devices were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted, and the root cause of the reported infection could not be determined. Therefore, this case is now considered closed. However, should any additional information be provided, then this case may be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.